Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Event description:
High impedance was noted post-implant. After one day, impedance had dropped and increase in threshold was observed. The lead was explanted.